Event description:
Case description: investigation result: name novopen 4, batch number:hvgn733. The product was not returned for examination. Name: actrapid penfill 3 ml 100iu/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: tresiba penfill batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following information: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab . Narrative updated accordingly. Final manufacturer's comment: (B)(6) 2023: the suspected device novopen 4 has not been returned to novo nordisk for investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Incorrect handling of the device such as storing the device with needle attached will affect the functionality of device. Patient is a 14-year-old kid with history of diabetes mellitus are considered as risk factors for the development of hyperglycaemia. H3 continued: evaluation summary: name novopen 4, batch number:hvgn733. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia coma [diabetic hyperglycaemic coma]. Lack of efficacy is suspected with the insulin used with novopen 4 [drug ineffective]. Pen doesn't inject the dose [device failure]. Piston rod head was far away from the rubber plunger of the cartridge [device loosening]. The cartridge holder detached from pen body accidentally [device issue]. The needle left attached to the pen [product storage error]. Case description: study ID: 1706-novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index(bmi) were not reported. This serious solicited report from egypt was reported by a consumer as "hyperglycemia coma and the patient has been hospitalized(coma hyperglycaemic)" with an unspecified onset date , "lack of efficacy is suspected with the insulin used with novopen 4(lack of drug effect)" with an unspecified onset date , "pen doesn't inject the dose(device failure)" with an unspecified onset date , "piston rod head was far away from the rubber plunger of the cartridge(device component loose)" with an unspecified onset date , "the cartridge holder detached from pen body accidentally(device component detached)" with an unspecified onset date , "pain in eyes(pain eye)" with an unspecified onset date , "the needle left attached to the pen(device stored with needle attached)" with an unspecified onset date and concerned a 14 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", actrapid penfill (insulin human) (dose, frequency & route used- 26 iu, qd (8,10,8 iu for each meal respectively) and regimen #2: 26 iu, qd (8,10,10 iu for each meal respectively ongoing)) from unknown start date and ongoing for "product used for unknown indication", tresiba penfill (insulin degludec) (dose, frequency & route used- 15 iu and regimen #2: 17 iu (dose incraesed) ongoing) from unknown start date and ongoing for "product used for unknown indication". Current condition: diabetes mellitus (type and dutation not reported) on an unknown date 3 days ago, patient complained that the pen doesn't inject the dose and that lead to hyperglycemia and coma, the patient has been hospitalized from (B)(6) 2023 till today. It was found that the piston rod head was far away from the rubber plunger of the cartridge and the cartridge holder detached from pen body accidentally. The patient was aware on how to use the pen correctly and to made sure every single time before injecting the dose that the piston rod head was attached to the rubber plunger of the cartridge. On an unknown date, due to complication of hyperglycaemia, blood glucose value (blood glucose) was 600 mg/dl and yesterday it was 400 mg/dl. Patient experienced general weakness and eye pain, patient's investigation results ( lab test or scan ) (investigation) didn't indicate the reason of general weakness and eye pain. On an unknown date, patient reported lack of efficacy with the insulin used with the novopen 4. Patient reused of the needle, which was used along with novopen 4, used for 2 days unknown needle variable types and the injection techniques more force was required. On an unknown date, the pen was stored properly in room temperature the needle left attached . The patient was trained user of novopen 4. The injection technique angle used vertical. Batch number for novopen 4 was hvgn733. Batch number of the suspect products actrapid and tresiba penfill was not reported. Action taken to actrapid penfill was reported as dose increased. Action taken to tresiba penfill was reported as dose increased. The outcome for the event "hyperglycemia coma and the patient has been hospitalized(coma hyperglycaemic)" was not recovered. The outcome for the event "lack of efficacy is suspected with the insulin used with novopen 4(lack of drug effect)" was not reported. The outcome for the event "pen doesn't inject the dose(device failure)" was not reported. The outcome for the event "piston rod head was far away from the rubber plunger of the cartridge(device component loose)" was not reported. The outcome for the event "the cartridge holder detached from pen body accidentally(device component detached)" was not reported. The outcome for the event "pain in eyes(pain eye)" was not reported. The outcome for the event "the needle left attached to the pen(device stored with needle attached)" was not reported. Reporter's causality (novopen 4) - hyperglycemia coma and the patient has been hospitalized(coma hyperglycaemic) : unknown . Lack of efficacy is suspected with the insulin used with novopen 4(lack of drug effect) : unknown . Pen doesn't inject the dose(device failure) : unknown. Piston rod head was far away from the rubber plunger of the cartridge(device component loose) : unknown. The cartridge holder detached from pen body accidentally(device component detached) : unknown . Pain in eyes(pain eye) : unknown. The needle left attached to the pen(device stored with needle attached) : unknown. Company's causality (novopen 4) - hyperglycemia coma and the patient has been hospitalized(coma hyperglycaemic) : possible. Lack of efficacy is suspected with the insulin used with novopen 4(lack of drug effect) : possible. Pen doesn't inject the dose(device failure) : possible. Piston rod head was far away from the rubber plunger of the cartridge(device component loose) : possible. The cartridge holder detached from pen body accidentally(device component detached) : possible. Pain in eyes(pain eye) : unlikely. The needle left attached to the pen(device stored with needle attached) : possible. Reporter's causality (actrapid penfill) - hyperglycemia coma and the patient has been hospitalized(coma hyperglycaemic) : probable. Lack of efficacy is suspected with the insulin used with novopen 4(lack of drug effect) : probable. Pen doesn't inject the dose(device failure) : unknown. Piston rod head was far away from the rubber plunger of the cartridge(device component loose) : unknown . The cartridge holder detached from pen body accidentally(device component detached) : unknown. Pain in eyes(pain eye) : unknown. The needle left attached to the pen(device stored with needle attached) : unknown. Company's causality (actrapid penfill) - hyperglycemia coma and the patient has been hospitalized(coma hyperglycaemic) : possible . Lack of efficacy is suspected with the insulin used with novopen 4(lack of drug effect) : possible. Pen doesn't inject the dose(device failure) : possible. Piston rod head was far away from the rubber plunger of the cartridge(device component loose) : possible. The cartridge holder detached from pen body accidentally(device component detached) : possible. Pain in eyes(pain eye) : unlikely. The needle left attached to the pen(device stored with needle attached) : possible. Reporter's causality (tresiba penfill) - hyperglycemia coma and the patient has been hospitalized(coma hyperglycaemic) : probable. Lack of efficacy is suspected with the insulin used with novopen 4(lack of drug effect) : probable. Pen doesn't inject the dose(device failure) : unknown. Piston rod head was far away from the rubber plunger of the cartridge(device component loose) : unknown . The cartridge holder detached from pen body accidentally(device component detached) : unknown. Pain in eyes(pain eye) : unknown. The needle left attached to the pen(device stored with needle attached) : unknown. Company's causality (tresiba penfill) - hyperglycemia coma and the patient has been hospitalized(coma hyperglycaemic) : possible. Lack of efficacy is suspected with the insulin used with novopen 4(lack of drug effect) : possible. Pen doesn't inject the dose(device failure) : possible. Piston rod head was far away from the rubber plunger of the cartridge(device component loose) : possible . The cartridge holder detached from pen body accidentally(device component detached) : possible . Pain in eyes(pain eye) : unlikely. The needle left attached to the pen(device stored with needle attached) : possible.